Event description:
Event description guidant received information that there is an intermittent loss of ventricular capture on a non-bsx lead. The caller checked the lead through the device and found good thresholds. The patient is pacemaker dependent. Also, the pacemaker is on advisory for failure mode 1.